Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss recalibrated the z-calibration, measured depth in gel. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with a thin flap. As a result of the thin flap, the procedure was not completed. The laser treatment was postponed for a later date. No additional information was provided.